Event description:
It was reported that the patient was experiencing inadequate pain relief from the device despite of optimizing the program several times. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021. Block d6b: 2021. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6) batch: 19470927, UDI: (B)(4). Product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6) batch: 15775981, UDI: (B)(4).